Event description:
Device malfunction: failure to advance, difficult to remove, stretched, separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure of an unspecified vessel, the rx viatrac plus dilatation catheter could not advance to the lesion. While attempting to remove the catheter, resistance was encountered with an unspecified guide wire. The device was forcefully pulled and the shaft of the catheter stretched and tore. The device and guide wire were removed from the anatomy as a single unit. After removal of the device from the anatomy it was noted that the shaft was separated into two pieces. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. The lot number was not provided. Therefore, the device history record review could not be performed.